Event description:
Same case as: 2134265-2013-08692 and 2134265-2013-08693. It was reported that an automatic pullback failure occurred. During a percutaneous transluminal coronary angiography, the moderately calcified target lesion was located in an unspecified location. An atlantis sr pro was used in conjunction with ilab ultrasound imaging system, the screen was flickering and turned black. Upon pullback, the motor drive unit was unable to do automatic pullback and the image blacked out. The physician performed automatic pullback thrice but failed. The physician performed manual pullback. The procedure was completed with this device. No patient complications was reported and the patient's condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Update device evaluated by MFR to: the device was not received for analysis; therefore no physical or visual analysis of the product could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).